Event description:
It was reported a balloon burst above its rated burst pressure during dilatation of a stenosed stent in the renal artery. Resistance was encountered removing the balloon catheter from the patient. Exertion against resistance resulted in a segment of the balloon material detaching in the patient and remaining in the renal artery. Attempts to retrieve the detached balloon material were unsuccessful. The company informed this patient, with a preexisting condition of congestive heart failure and renal failure, experienced acute renal failure immediately following this procedure and subsequently expired 33 days following this procedure. This device was returned, evaluated and retained by this manufacturer. The engineering evaluation indicated the distal portion of the catheter and a portion of balloon material were not received for evaluation. The balloon and catheter shaft were detached 8 millimeters distal the proximal radiopaque marker. Balloon material located on the shaft of the balloon measured 2.2 centimeters and was wrinkled in appearance. The catheter was blocked with foreign matter. A lot search was performed, and revealed no other complaints to date for this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects to the graft may necessitate balloon manipulation through plaque or calcification. Dilatation of a stent may result in contact with a surface that could damage the balloon material. The company's follow up revealed this balloon was inflated beyond its rated burst pressure. Additionally this device was used in a non-indicated procedure, renal stent dilatation. The company believes the above factors may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "the rated burst pressure should not be exceeded. Medi-tech symmetry and symmetry stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature...any use for procedures other than those indicated in the instructions are not recommended...inflation in excess of rated burst pressure may cause the balloon to rupture...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation. Immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."